Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 06/27/2008 and was last repaired on (B)(6) 2013 for a bent comb. Evaluation of the device verified the comb to be damaged. Prior to repair. A test mesh was performed and passed and the pre-repair calibration check passed even though the comb was damaged. Customer returned four cutters and all four cutters failed the acceptance criteria. The comb was replaced six months ago; therefore, improper handling by the customer most likely caused the damage to the comb. The damage to the comb most likely was the cause for the event experienced by the customer. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a bent guard. Additional clinical follow up with the customer indicated that the comb on the device was bent. The reported issue was observed prior to the device being pulled for surgery. There was no pt involvement or impact to the surgical procedure.